Event description:
During an elective cystoscopy with laser lithotripsy of calculus, the laser failed to function at it's maximun capacity, making the lithotripsy difficult. The procedure was eventually completed. No harm to the pt.